Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of being hospitalized for low blood glucose of 36 to 60 mg/dl and a skin infection. Troubleshooting advised customer on proper cleaning and insertion technique. Customer declined further low blood glucose troubleshooting.